Manufacturer narrative:
Argus case (B)(4).

Event description:
Drink corega by mistake [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega tabs) tablet for product used for unknown indication. On an unknown date, the patient started corega tabs at an unknown dose and frequency. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: consumer asked what to do if consumer drank corega by mistake.